Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. Due to the anatomy of the valve, two xtr clips were implanted. The first clip was implanted center to medial and the second clip was implanted lateral to the first clip. There were remnant jets; therefore, the physician decided to add a third clip. An ntr clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult due to the anatomy of the leaflets. The physician decided to stop and remove the third clip. The posterior leaflet was noted to be a bit damaged and frayed which complicated grasping. The physician thought the leaflet damage did not pre-exist but maybe the valve was more "sick" of what they thought (leaflets a bit degenerated). Two clips implanted, reducing mr to 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported leaflet grasping failure appears to have been a result of patient morphology/pathology. The reported tissue damage appears to have been a result of a combination of patient morphology/pathology and procedural conditions. The reported patient effect of tissue damage is listed in the mitraclip instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.